Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. The customer stated that the device has been bumped. Customer stated that the device has never exposed to magnetic field. The customer received e70 and a35 in alarm history.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.